Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited noise. No intervention was reported. The patient was in stable condition and would continue to be monitored.